Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead, implanted: (B)(6)2000. (B)(4).

Event description:
It was reported that during the implant attempt, the device stopped pacing during impedance testing on the right ventricular (rv) lead. When the impedance test was ended the device continued to have no pacing. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.